Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead displayed high, out of range pacing impedances in all configurations. It was also reported that the patient had high defibrillation thresholds. The patient had an episode for which eight shocks were delivered; the patient's rhythm finally converted with a reverse polarity shock. The patient was seen for a procedure where the device was electively explanted. The lv lead was explanted as well. There were no adverse patient effects reported. The device was returned for analysis.